Manufacturer narrative:
This report is submitted on august 30, 2018.

Event description:
Per the audiologist, it was reported that the patient experienced breakdown of wound and extrusion of the device resulting in the decision to explant the device on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
This report is filed on october 02, 2018. (B)(4).